Event description:
The patient's mother reported the adhesive on the patient's insulin infusion headset is not adhering properly. She said this has occurred twice over the last 2 weeks and the headsets only lasted about 1 day. She stated that more than half of the current box of infusion sets have been used and this has only affected 2 headsets. She stated the affected headsets were disposed of. No blood glucose concerns were reported related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. The product was not available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.